Event description:
Received a report from a consumer informing the co that she required medical treatment for a yeast infection which she alleges was caused by the deodorant fragrance in the co's tampons.